Manufacturer narrative:
(B)(4). D6a: exact implant date unknown - (B)(6) 2023. D10: item# unk bearings; lot# unknown. Item# unk tibial component; lot# unknown. G2: foreign - event occurred in UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is reporting to still be experiencing issues approximately one (1) post-revision. The patient's knee is reported to be swollen, hot, and painful. Furthermore, the patient's leg is reporting to be giving problems that might require needing their leg reset. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. H6: proposed component code - mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: knee remains swollen, hot, and painful. It was reported that the patient experienced a broken hip and the surgeon was unable to use his preferred method of pinning down into the upper femur since that would have left insufficient original bone, as a result the patient is now experiencing difficulties with his leg and it may be necessary to re-set the leg. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. This complaint can be confirmed based on the medical records provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.